Event description:
A physician successfully implanted a graftmaster stent to seal a perforation in the renal artery. The patient did well post procedure. The patient expired two days later. The physician is uncertain as to the cause of death.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.